Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/16/2026 h6 component code: g07002 - pending evaluation of returned device this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: -did the reported issue contribute to any patient adverse consequences? There were no adverse consequences. - how many devices demonstrated the alleged deficiency? Four individual suture packets. - did the event occur during one or multiple patient procedures? It occurred over 2 patient procedures that I am aware of. - could you kindly perform and document the follow-up attempt for the product return? I was sent a return box for the remaining sutures in the lot, and shipped them as directed. - please provide the source or name of person providing answers to follow-up questions: jm a device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an total knee arthroplasty procedure on an unknown date and barbed suture was used. It was reported by the sales rep that, the needles popping off during usage. There were no patient consequences reported. Additional information was requested.